Event description:
It was reported by the physician that the catheter was being placed in the patient's left internal jugular. The physician pulled the dilator and spring wire guide (swg) out of the 16 fr valve sheath and the sheath turned sideways. The top half of the smartseal valve broke off and the valve protection was made no good. The sales representative was present during the procedure and had an extra valve sheath available for the physician to use. As a result, the procedure was successful and there were no pt complications reported.

Manufacturer narrative:
(B) (4). F/u will be filed if add'l info becomes available.